Manufacturer narrative:
(B)(4). The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop, inflammation, vitreous, stent obstruction and stent malpositioned are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. (B)(4).

Event description:
The following postop events were reported through review of the article titled "clinical outcomes of trabecular microbypass stent (istent) implantation in medically controlled open-angle glaucoma in the korean population". Reportedly, there were two (2) eyes with transient iop spikes (> 25 mm hg) which required a surgical intervention. In addition, there was one (1) case of vitreous prolapse noted and one (1) other case of stent obstruction which was deemed mild and resolved after a yag laser treatment. Per report, a severe case of anterior chamber reaction was noted, including one (1) case of stent malposition which required stent repositioning. Any omitted information was not available at the time of this report. Additional information has been requested. Please see the attached article for additional information.